Event description:
A patient developed a leak on (B)(6) 2022 following a sleeve gastrectomy procedure completed on (B)(6) 2022, which had used the titan sgs23r stapler. A 2cm defect was observed at the proximal end of the stomach close to the ge junction. Re-operation/surgical intervention was required to resolve leak. Standard bariatrics was informed of the leak on (B)(6) 2022.